Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) engine shut down . There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit shut off during a 48 hour test. The fse stated there was an issue with the video receiver board and display. Parts were not replaced as customer has not approved repairs. A repair quote was sent to customer, unit has not passed functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that while preparing the machine before use, the cs300 intra-aortic balloon pump (iabp) engine shut down . There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).